Event description:
It was reported that the device was used during a sleeve gastrectomy. On the first firing of the device, loaded with a black reload, the device was fired but it went into safety lockout. The device was removed, reloaded with another black cartridge, fired and again went into safety lockout. The device started to fire and then locked out two times. The device was removed from the surgical field. Another device was pulled, loaded with a green reload, and was successfully fired. The case was completed with this device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and loaded with an ecr60t reload. The cartridge reload was noted to be partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The instrument was tested for functionality in the straight position with one of the returned reloads and a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.